Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was fibrin thread in serum portion of the bd vacutainer® serum blood collection tubes after centrifugal. This occurred on 2000 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: found fibrin thread in serum portion. After centrifugal ,they are finding fibrin threads in serum , frequency is 4/10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was fibrin thread in serum portion of the bd vacutainer® serum blood collection tubes after centrifugal. This occurred on 2000 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: found fibrin thread in serum portion. After centrifugal ,they are finding fibrin threads in serum , frequency is 4/10.